Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system, that was implanted with a antibacterial absorbable envelope, was explanted due to a pocket infection. Cultures were taken and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.